Manufacturer narrative:
(B)(4). Follow up it was reported some syringes are defective. To aid in the investigation, photos were provided for evaluation by our quality team. The photos show a syringe with the syringe luer and tip damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 301033, possible lot numbers 2125556, 2125579 and 2152691. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly line was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
A customer has reported to us that some syringes are defective. Please find attached photos as proof.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.